Event description:
The patient reported having a hard time staying awake. The patient felt like something was wrong with the device. Follow up was conducted with the patient's clinic and the patient has not been seen recently; however, the last time the patient was in, the device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products 6949-65 implantable tachy lead 2006-(B)(6), 5524m-53 implantable pacing lead 1992-(B)(6). (B)(4).

Event description:
The patient further reported that being told by the physician that the sleep issues may be due to sleep apnea. Follow up was conducted with the patient's clinic. The patient has been seen and device function was normal, no issues were noted. The physician did suggest that the patient should have a sleep study.